Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 115 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from truetrack meter to accuchek meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 145 mg/dl using truetrack meter and 109 mg/dl using accuchek meter. Storage of product not verified. Test strip lot manufacturer's expiration date is 11/21/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.